Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.

Event description:
It was reported that the patient was presented with mild foraminal stenosis and mild resorption at the implant site. The device was explanted. The condition of the device at the time of removal is unknown.